Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy ¿ prophylactic w/ tissue expander surgical procedure, the mcs tip cover accessory had tears. The tip cover was removed from the patient immediately without an adverse event. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no patient harm. No tip cover accessory fell inside the patient. The tip cover was noted to be fractured during the procedure and the instrument was then removed from the patient to be replaced with another tip cover. The monopolar curved scissors (mcs) tip cover was properly installed and this has been checked multiple times to ensure that this is not an issue with installation. They did not use an installation tool. No electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. No reducer was used. There was no difficulty in removing the instrument and mcs tip cover accessories. It was easy to remove. The procedure was completed robotically. There was no arcing. There was no issues with the functionality of the mcs instrument during the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tear is not axially aligned with the tip cover and measure 0.21" in length. No material is missing. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.